Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and elevated ion levels. It was also indicated that a white soupy grey solution came out of the hip capsule and large masses of solidified hematoma that were black in color. Inside the metal liner was signs of scratching but the trunnion on the corail stem was fine. The surgeon cut out the asr cup and replaced with a multihole biomet cup +5 liner and our 40 mm ceramic +8.5 head. Doi: unknown; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.